Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated the cgm was displaying 90 mg/dl when the patient was sitting in class. The patient stated everything went black and she started slurring her words. When she could no longer talk, her body went limp. The patient was placed in a wheel chair and taken to the nurse¿s office. It was indicated that the patient¿s blood glucose was reading 44 mg/dl and the nurse provided the patient with 2 juice packs and candy. She removed the patient¿s insulin pump and called the patient¿s mother to apply new sensor. At the time of contact, the patient was in stable condition. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.